Event description:
The customer reported 20 ml of cleaning reagent leaked from the right panel unit of a coulter lh 500 hematology analyzer during shutdown. The volume of the leak was approximately 20 ml. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the I-beam tubing on pinch valve pv37 had a cut in it. The fse replaced the tubing to resolve the leak. The instrument was verified to meet the specified requirements per established procedures. (B)(4).